Event description:
(B)(4). It was reported that during a percutaneous transluminal angioplasty (pta) procedure, distal embolization occurred. The lesion being treated was a fibrotic concentric occlusion, listed as a chronic, tight or focal, was identified in the distal left femoral-popliteal bypass. The intraluminal diameter was 6.0 mm and the lesion length was 10 mm. A sentinol 7.0 x 20 mm stent was implanted. No second device was utilized. Clinical and radiological assessment identified the procedure as technically successful. Distal embolization in the distal vessels was reported as a procedural complication. The overall sentinol performance was rated as excellent and equivalent. Angiographic result was described as "good" with an average clinical result. Distal vessels embolization treated with thrombolysis during 24 hours post-procedure. At discharge, the subject was alive with improvement in luminal diameter with a residual stenosis < or = 30%. Hemodynamic course was reported as successful. Follow up assessment for 1, 3, 6, 9 and 12 month was not provided.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is listed in the dfu as a potential adverse event. Product unavailable for analysis.